Event description:
Device 2 of 2. Please see MFR report # 1627487-2010-02552 for device 1.

Manufacturer narrative:
Eval method: visual inspection and functional testing were completed. The device history and sterilization records were also reviewed. Results: scratches were observed in the can and cuts were seen in the header. Discoloration was observed in both septum. The ipg successfully communicated with a lab pt programmer. The ipg was also tested on the auto-tester and passed. Conclusion: the complaint could not be confirmed for "no communication." As received, the ipg communicated with a lab pt programmer and the charger. The cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.